Event description:
The customer reported a leak from the probe of a coulter lh 500 hematology analyzer, which was not contained within the instrument. The instrument operator was wearing gloves at the time of the leak; there were no reports of biohazard exposure to the leak. There were no erroneous results generated and no impact to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found aspiration issues due to a clot in the probe wash vacuum, which restricted the vacuuming of backwash to waste. The fse cleaned the blood sampling valve (bsv) and vacuum tubing to resolve the leak. Repairs were verified per established procedures. (B)(4).